Event description:
Bilateral breast augmentation with saline implants - mentor. Pt did very well until approx 2000 - pt awakened to find left implant deflated. Pt underwent removal of left breast implant which was completely deflated. Replaced with mentor saline implant. After left breast augemented - rt breast appeared smaller. Rt implant was also removed. Implant was leaking also. Right breast augmented with mentor saline implant.